Event description:
It was reported, the parkinson¿s disease patient experienced ¿stiff limbs¿ since 2015 (B)(6). There had been no troubleshooting performed and the cause of the issue was not determined. The patient continued to experience stiff limbs at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).